Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionably high results for an unspecified number of patient samples tested for ise indirect na for gen.2 (sodium) on the cobas 6000 c (501) module - c501 between (B)(6) 2018. When these samples were repeated, the repeat results were normal. The customer also mentioned that there was some variability in the ise indirect cl for gen.2 (chloride) values. The customer provided data for 8 patient samples. Of these, only four had erroneous sodium results. The first sample initially resulted as 149 mmol/l and repeated as 143 mmol/l. The initial result was not reported outside of the laboratory and the repeat result was believed to be correct. The second sample initially resulted as 148 mmol/l and repeated as 142 mmol/l. The initial result was not reported outside of the laboratory and the repeat result was believed to be correct. The third sample initially resulted as 148 mmol/l and repeated as 141 mmol/l. The initial result was reported outside of the laboratory and questioned by the nurse. The repeat result was believed to be correct. The fourth sample initially resulted as 148 mmol/l and repeated as 142 mmol/l. The initial result was reported outside of the laboratory and questioned by the nurse. The repeat result was believed to be correct. The patients were not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer could not determine a cause. He completely flushed the ise flow pat and ran 25 ise checks. The customer ran calibration, controls, and precision studies. All tests and checks were within guidelines.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.